Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell out of the device in the beginning of the case. The needle fell into the patient's cavity and was retrieved. The user also experience difficulty loading the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five suturing devices. Devices one, two and three were opened by the account, devices four and five remained sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A pmv needle was loaded onto each device and was found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. Some plastic shearing of toggle switch was noted on devices one, two and three. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.